Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the residents finger treated? Was there any medical or surgical intervention performed? Update to how is the residents finger today? Was the procedure completed successfully?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. It was reported that the needle pierced the inner packaging of the product. When the resident opened the package he punched his glove and injured his index finger. Tests were done. No adverse patient consequences were reported. Additional information has been requested.